Event description:
Pt underwent an uncomplicated novasure global endometrial ablation in-office under sterile technique on (B)(6) 2011. Pt went home, and experienced problems of post-sedation nausea and vomiting, but no pain/bleeding/unusual discharge/fever. She was feeling better the afternoon of (B)(6) 2011. By late afternoon on same day, she experienced rigors/chills and fever of 101.4. She was told to go to the emergency room, where she was noted to have a fever of 102.4. An ultrasound and abdominopelvic CT was done showing no evidence of perforation or abscess. Moderate free fluid was noted in the cul-de-sac. Uterine cavity was consistent with post-ablation changes. Blood cultures initially noted (B)(6) in chains. Pt placed on IV zosyn. Infectious diseases was consulted (B)(6) 2011, and agreed with current management. Pt became afebrile by the evening of (B)(6) 2011. Her culture grew out (B)(6) on (B)(6) 2011. She was feeling well, without nausea on that day, able to eat, and was passing flatus. Abdominal exam showed no tenderness/extension/ good bowel sounds. Pt discharged home after PICC line placed, to be given IV ancef q8hours for 2 weeks, and to follow-up with infectious disease for reevaluation at that time. She is currently today, (B)(6) 2011, doing better.